Event description:
In 2008, the sales representative reported that during inspection of the kit, it was noticed that the driver's threads were separated. No further info is available.

Manufacturer narrative:
Did not occur in surgery. Product is an instrument. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.